Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test. No partial display or missing segments were noted during testing. The pump was received with a partially broken reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of broken reservoir pieces from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the little pieces of the plastic thread are falling off. The customer stated that the damage of the pump is by the reservoir where it locks into place. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.